Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-10452. It was reported the patient's scs system was replaced. Reportedly, the system impedance was invalid. During the procedure the lead was replaced but intraoperative testing indicated the issue was the same as multiple lead contacts were still invalid. Upon examination the physician observed fluid in the ipg header. The physician replaced both the lead and ipg to address the issue. Postoperative, the patient's stimulation therapy was successfully restored and the issue resolved.

Event description:
Related MFR report(s): 3006705815-2019-03910 and 3006705815-2019-03911. Additional information received identified the patient was implanted with two model 3186 leads. Both leads were replaced and have been added to the event.

Event description:
Related MFR report(s): 3006705815-2019-03910 and 3006705815-2019-03911.